Event description:
It was reported a leadless pacemaker (lp) was reprogrammed due exhibiting high capture threshold. After reprogramming, the battery life was not adequate, and the lp was explanted and replaced. There were no patient consequences.

Event description:
It was reported a leadless pacemaker (lp) was reprogrammed due exhibiting high capture threshold. After reprogramming, the battery life was not adequate, and the lp was explanted and replaced. There were no patient consequences. Further information was requested but not yet received.